Event description:
The customer reported that they found the telemetry device on the pt on standby. The pt had expired.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted after philips obtains more information concerning this event.